Event description:
Caller reported elevated blood glucose due to a leaking insulin cartridge. The customer was able to successfully self-treat. No adverse event reported. The cartridge is not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.